Event description:
Customer called to complain about receiving high readings on his meter. He is unsure exactly what the readings were and took extra insulin. He began to feel dizzy, experienced blurry vision and had trouble walking. His neighbor called the local fire dept which gave him a peanut butter and jelly sandwhich to bring up his sugar. The customer's father made him a same day appointment with his physician, where he was seen and diagnosed with hypoglycemia. He was treated with IV medication, of unknown type. There was no report of death or report of mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. However, due to the significance of the medical event a report is being filed.